Event description:
Note: this report pertains to one of five complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02560, # 3005099803-2010-02561, # 3005099803-2010-02559, # 3005099803-2010-02562 for the other associated device information. It was reported to boston scientific that 5 extractor rx retrieval balloons were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2010 performed on a (B)(6). According to the complainant, during the procedure five extractor balloons broke while removing stones from within the common bile duct. Additional information confirmed that no pieces of any of the five balloons detached inside the patient. They completed the procedure with a sixth extractor rx retrieval balloon. There were no complications reported as a result of this event. The patient's condition at the conclusion of the event was reported to be fine.

Manufacturer narrative:
(B)(4): the complainant was unable to provide the device model, catalog number or lot number. Therefore, the manufacture and expiration dates are unknown. Investigation results: the complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A DHR review could not be performed as the lot number is unknown. A review of the complaint database for this defect type noted no adverse trends. The most probable root cause was determined to be operational context.